Event description:
(B)(4). Yes covered by insurance, fatigue, random pelvic pain, fibromyalgia, migraines, horrible cramps, heavy bleeding, pain during intercourse, brain fog, early menopause, back pain, neck pain, fluttering in my stomach, constant hip pain, anxiety, mood swings.